Manufacturer narrative:
The insulin pump was returned for prime/fill anomaly found on (B)(6) 2021. Device history and trace files downloaded successfully using thus software. Device passed rewind and self test however, was unable to prime during prime/seat test. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. Force sensor was measured and is not within specifications (78.3 milivolts at zero offset). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Device received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, scratched case, missing display window cover, cracked keypad overlay, stained keypad overlay, keypad overlay scratched, cracked battery tube threads, cracked case on the battery tube side, missing reservoir tube o-ring, broken reservoir tube lip, and detached retainer ring. Prime/fill anomaly confirmed due to failed force sensor (78.3 milivolts at zero offset). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump rewind then while loading it did not load it to the fullest. Customer reported that the load reservoir process did not complete without insulin exiting the tubing, insulin did exit out of the tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.